Event description:
During treatment, it is alleged the k @ home hemodialysis machine removed more fluid from the pt than was programmed. The pt did not require medical intervention. The k @ home machine was removed from service and received field service eval. The fresenius regional equipment specialist evaluated the machine. The hemodialysis machine showed no signed of leakage. The reported problem could not be duplicated.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of investigation, the allegation into how the machine could have contributed to removing too much fluid. However, based on the machine eval, the reported issue cannot be confirmed. At the completion of the plant investigation, an supplemental medwatch will be submitted.